Event description:
Catheter knotted during invivo manipulation. During physician's efforts to detangle and remove, catheter broke while in the pt. Surgery required to repair artery and pt discharged on 5/23/98.